Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced dizziness, lightheadedness, and presyncope. Due to her symptoms, she called her husband and had him drive her to the hospital. While at the hospital, the cgm was reading 288 mg/dl and the bg meter reading was 410 mg/dl. The patient was treated by a doctor and was provided insulin for the bg of 410 mg/dl. The patient was in the hospital emergency room (ER) for about 6 hours until her bg level reached 150 mg/dl and was then discharged home. Patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.